Event description:
A discordant, falsely low magnesium (mg) result was obtained on one patient sample on a dimension xpand plus without hm instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low mg result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site for instrument evaluation. After instrument evaluation, the cse inspected the cuvette film guides and adjusted the cuvette film height. The cse replaced the cuvette u-seal, sample and reagent 1 drain and probes. The cause of the discordant magnesium result is unknown. The cse successfully ran a system check and quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.